Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned, therefore a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The 99% stenosed eccentric lesion was located in a moderately tortuous and moderately calcified distal right coronary artery. The 1.5 x 15mm monorail apex flex balloon catheter was inflated twice. During the second inflation, the balloon ruptured at 12 atms. The balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.